Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. The investigation of the complaint wascarried out considering the analysis of the information given by thedentist in the guarantee form, visual conference of the product returnedby the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 2 years and 2 months after the dental implant was installed in intraoral region 4#, its loss of osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type iii.